Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer declined further troubleshooting with tandem technical support. Customer's bloods glucose was 322 mg/dl. No further information was provided.